Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in india. It was reported that patient faced an infusion set cannula was kinked on (B)(6) 2024. The infusion set was in use for one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.